Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was under delivering. The customer blood glucose level was 19 mmol/l at the time of incident and the current blood glucose level was 6.5 mmol/l. The customer was assisted with troubleshooting. The customer was treated with insulin pump. The customer stated that the symptoms related to high blood glucose such as nausea. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer alleges that the insulin pump was under delivering because the customer was running high. Customer stated that cola pop size bubble was present along the tubing length. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. Customer stated insulin exited at the quick release. The device will not be returned for analysis.